Manufacturer narrative:
The reported complaint of the "autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message, and the user was unable to clear the (ua) 45 error message " was confirmed during functional testing and archive review. The root cause for the (ua) 45 error was due to the driveshaft not being at the "home position". Usually, the (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, during further testing, it was noticed that the encoder driveshaft could not rotate smoothly and exhibited binding and resistance. This might have caused difficulty for the user to clear the (ua) 45 error message. Upon visual inspection, unrelated to the reported complaint, noted the cracked front enclosure. The probable root cause for the observed physical damage could be due to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damages. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The cause for the sticky clutch could be due to the normal use of the device. The archive data show the presence of a user advisory (ua) 45 error message around the customer's reported date that likely related to the drive shaft was not in the home position during the power on, thus confirming the reported complaint. Functional testing failed due to the (ua) 45 displayed upon powering up the platform, thus confirming the reported complaint. The clutch plate was deburred, and the driveshaft was rotated to the home position to address the sticky shaft and clear the (ua) 45 error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed (ua) 45 (not at "home" position after power-on/restart) error message after the new lifeband was installed. The customer was not able to clear the ua45 error by following the youtube instructions. No patient involvement.